Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystocele repair due to sui. It was reported that following insertion the patient experienced pain, infection, recurrence, and urinary problems. It was reported that patient underwent transvaginal mesh removal, cystoscopy, colpocleisis, trigger point injection, and bl retrograde pyelogram on (B)(6) 2013 due to mesh extrusion, pain at left flank, and recurrent infection. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced dysuria, urinary frequency, urinary incontinence, urinary tract infection, urinary retention, and hematuria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.